Event description:
At 0200 7/18/93 an rn was drawing blood specimen from a patient. Upon removing the first specimen tube blood spewed out the end of the vacutainer and onto the rn's arm (above the gloved area) onto an area with 3 or 4 scratches. The patient is hiv positive, diagnoised with aids and is currently being treated for aids. When the vacutainer was examined there was no protective rubber sheath to prevent blood leadage from the port. The rn immediately washed her arms and hands with soap and h2 02 plus a blood specimen was obtained. The rn was referred to an employee health physician who preformed futher testing and initiated an hepatitis vaccine series. After interview with the rn and examination of the vacutainer we concluded that the vacutainer was either defective from manufacture or malfunctioned, allowing the protective rubber sheath to disconnect. All vacutainers on the unit were collected and removed from access for use: they may have been from the same lot and possibly could be defective. The empolyee remains under the care of the employee heath physiciandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, manufacturing, telemetry failure, unanticipated short term complication of procedure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.